Event description:
New information received indicated that programming changes were made for previously oversensing episodes. Additional post-paced t-wave oversensing episodes were observed. Programming changes and further testing were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave over sensing was observed. Reprogramming was recommended. No adverse consequences for the patient were reported.